Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.   (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached recommended replacement time (rrt) but the rrt alert had not been triggered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Confirmed battery voltage is 2.6224 and recommended replacement time (rrt) has not triggered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.